Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple occurrences of unexplained power reset. Investigation did not find any damages to the battery compartment or the battery cap. The battery cap contact measurements were within specifications. The battery cap was able to fully tighten and the pump powered up and functioned properly. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. The pump casing was opened and no evidence of moisture intrusion or loose components were found in the pump interior. The investigation confirmed but was unable duplicate the reported power issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was losing power at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.